Event description:
It was reported that during a routine inspection by the client the cs300 iabp,spanish intra-aortic balloon pump (iabp) malfunctioned. Balloon failure to inflate. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.